Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, during the procedure, the physician went to cauterize a potential bleed. However, the probe did not work. The physician opted not to do anything further to treat the potential bleed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, during the procedure, the physician went to cauterize a potential bleed. However, the probe did not work. The physician opted not to do anything further to treat the potential bleed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.